Event description:
Complaint alleged that the head section will not go up. No injury reported.

Manufacturer narrative:
Technician found the bed in bed shop. The head section will not go up due to stuck valve. Replaced the head up valve to resolve this issue.